Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the poor lead measurements and lack of pacing output.

Event description:
It was reported that during the implant procedure, this passive fix right ventricular (rv) lead was positioned three times, but always the lead measurements were unsatisfactory. The lead was removed from the patient and cleaned but after more attempts, no pacing from the lead was observed. A new lead of the same model was then implanted successfully, with appropriate lead parameters. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this passive fix right ventricular (rv) lead was positioned three times, but always the lead measurements were unsatisfactory. The lead was removed from the patient and cleaned but after more attempts, no pacing from the lead was observed. A new lead of the same model was then implanted successfully, with appropriate lead parameters. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.